Event description:
The user facility stated that during a surgical procedure the lighting system began to detach from the ceiling. The patient was transferred to a different or room where the surgery was completed successfully. A procedural delay was reported due to the event.

Manufacturer narrative:
No injury was reported. A steris service technician arrived at the facility, inspected the lighting system and confirmed the lighting system's canopy extension had partially detached from the ceiling canopy. The technician was informed that at the time of the event, the doctor was adjusting the position of the lighting system when a loud noise was heard and the canopy extension dropped down from the ceiling. The steris technician's inspection determined the canopy extension was not properly seated in the canopy, causing the reported issue. The technician made the necessary repairs including replacement of the canopy extension and canopy retaining ring and returned the lighting system to service. The lighting system was installed in 2006 and has been in use for approximately nine years. The lighting system is maintained by the hospital's 3rd party service provider. A review of steris service records indicates that this is the only service activity performed by steris since the time of installation.